Event description:
Previous surgical intervention from 2019 with construct start from l3 down to s1, with fusion. Patient reported as fall on (B)(6) 2023. Follow-up appointment on (B)(6) 2023 detected s1 screw housing off the screw body . Revision surgery extended construct from l4 to s1 on (B)(6) 2023. Seperated parts were not returned for evaluation. Without access to before and after x-ray images, detailed patient anatomical information, and surgical procedure records from the initial surgery, the root cause of the failure cannot be determined.